Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they went to the ER the day prior to the report to have the physician call a manufacturing representative (rep), but they were told that the rep cannot ¿hook up¿ or connect to the device or they could lose their job. The patient stated that their pain is unmanageable, as they are unable to use their device. They also mentioned that their incision stitches were too tight, thus they were taken out. The patient stated that after their implant surgery, they became very ill. They stated that they were not ill due to the surgery, but their primary healthcare provider prescribed an antibiotic that didn¿t end in ¿cillin¿, and the antibiotic made them very ill. The patient was re-directed to follow-up with their healthcare provider. Additional information received from the patient indicated they were going through severe pain from withdrawal from percocet because they couldn¿t get their prescription refilled. They noted that they went to another physician, who gave them a medication that made them very ill. They added that it is not usual that the medication made them sick. The following day, they drove to (B)(6) to have their implantable neurostimulator (ins) system ¿hooked up¿. The patient stated that at the present time, they are not doing very well. They mentioned that they are in charge of their device and will have to keep fiddling with it until they get it set right. The patient noted that their current range only covers their legs and lumbar. They state that they will have to keep working at it until they visit the physician again. No further complications were reported or anticipated.